Manufacturer narrative:
Correction: d6b - explant date added.

Event description:
Related manufacturer reference number: 2017865-2021-37506 related manufacturer reference number: 2017865-2021-37511 new information received notes that the patient presented for explant of the both the right atrial and right ventricular lead due to high capture threshold, and clavicular crush. There was also a history of over-sensed noise that was initially ascribed to the pulse generator, which also exhibited high capture threshold. However, lead damage was discussed as the possible source of oversensing. Both the leads and device were explanted. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remote via (B)(6). Interrogation showed the patient's pacemaker was over-sensing noise. The patient was asymptomatic. No changes were made.